Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that rep met the patient in 12/3. Patient is using high energy therapy settings with rates at 250hz and amplitudes greater than 6ma. Based on group usage reports, she only used this higher energy setting. Impedance measurements were normal, mostly within the 800-1000 ohm range. Energy meter showed a recharge interval of 1.4 days, which is consistent with her experience and makes sense based on settings. We discussed adjusting parameters, particularly rate, to increase her recharge interval. I added a new therapy group with a reduced rate and amplitude setting, which showed an recharge interval of >4 days. She will try this and also has ability to switch to her prior settings. Adaptivestim was enabled and patient was unaware. Her implant location is fairly low (left buttock) and device could easily tilt at times when sitting in a chair, inadvertently registering a new position and associated therapy setting. I discussed this with patient the feature was disabled upon completion of our visit. She still has ability to turn it back on if needed.rep observed the patient attempt to recharge her implant. Upon doing so, it was noticed that the controller or recharger connector was loose and making intermittent contact.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) mentioned that he wasn't able to get hold of patient till (B)(6) 2025. The patient is yet to schedule an appointment with the physician.

Event description:
Patient mentioned that their implantable neurostimulator (ins) is not holding charge more than 24 hours and they are not getting excellent charging condition also the patient's controller needs to be charged every other day. The patient was provided with a list of physician's who helps with manufacturer's implantable neurostimulator (ins) and they are planning to visit one of the two physician's available in billings. The issues for the patient hasn't been resolved and they are not sure how to fix them apart from getting a new implantable neurostimulator (ins). Patient also specified that they are getting the following error messages frequently, table 8.1 - message 79,81; table 8.2 - message 70 ,66,12,16,76; figure 5.7 - stimulation turning off when ins is depleted. They see this 3-4 times a week. If the ins is charged to 30%, the stimulation turns back on.

Manufacturer narrative:
B5 and coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their implant would not take a charge since last evening. Patient said they had been trying off and on all day today to see if the implant would take charge, but it would not. Patient mentioned they had to charge the implant daily because the implant battery didn't keep a charge. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed memory problem and patient was able to set the date and time. Controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller 80% and implant red recharging with excellent quality. Patient then got poor recharge quality, patient repositioned the recharger and controller showed recharging ended lost connection to implanted device restart recharging if necessary. Patient commented they kept getting poor recharge quality on the controller. Patient commented the recharger was fairly new and was replaced. The issue was not resolved. A request was sent to the repair department to replace the controller.

Manufacturer narrative:
Corrected awareness date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.